Event description:
Staff was in the clean utility room when they saw a hot pack on the floor and proceeded to pick up. Upon picking it up, the hot pack burst in their hands causing minor burns, blistering on palms and fingers. Medline industries, inc., (B)(4), u.s.